Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a main enhanced half height drawer repeatedly failed and the issue persisted after reboot and recovery were attempted. A field service engineer reseated and checked all pockets, replaced the controller board, replaced the position sensor, and verified functionality through customer testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.